Event description:
The customer reported that the ventilator will not power on.the customer reported that the unit was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the component failure u11 prevented the ventilator to power on.